Manufacturer narrative:
Evaluation revealed that the error 1 sub code 5 (record ram list can not be set up) occurs immediately when powering meter. Unable to pair pump and meter and complete required investigation steps 8-10 due to inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.